Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID :8780 lot# serial#(B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID 8835 lot# serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019 information was received from a patient and healthcare professional (hcp) via a manufacturer representative (rep), regarding the patient receiving dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported that the patient's pump was not working. The patient reported that every time the patient goes to tell their hcp that the pump is not working, their hcp just gives them pills to "make her feel". The patient stated that from the very beginning, they have told their hcp the pump does not work. The patient stated they hate the way the pills make her feel. The patient then stated that "when the dr took the medication out of the pump, all the medication he ever put in the pump was there". The patient stated that the hcp could never understand why she was in so much pain. The patient stated the hcp was going to replace the pump and wanted to send it back for analysis. During the call, the patient also mentioned that "all the personal therapy manager (ptm) did was eat batteries". Additional information received reported a dye study was scheduled for (B)(6) 2019 due to the allegation that the pump was not working correctly. The issue was not resolved at the time of this report. On (B)(6) 2019 additional information was received from the manufacturer representative (rep). It reported a dye study was perform ed on (B)(6) 2019. A rotor study under x-ray was also performed. It was confirmed that the rotors moved. The hcp then used a side access kit (8580) but was unable to aspirate any drug or cerebrospinal fluid (csf). The hcp then tried to push dye into the side access port, but it was blocked. It was confirmed the pump was working correctly and the issue was the catheter, possibly kinked or blocked. The patient was scheduled for catheter revision for (B)(6) 2019 it was noted the patient was unharmed. The ptm was disabled when the rep interrogated the pump prior to the dye study.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4) implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter; product ID: 8835, serial# (B)(4), product type: programmer, patient. Conclusion codes have been updated. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-31, additional information was received from the rep. It reported the revision was performed on (B)(6) 2019. The healthcare professional (hcp) opened the pump pocket and found the catheter was coiled and kinked on top of the pump. The patient was flipping and turning the pump in the pocket. The coiled catheter was cut and tied in the pocket. A new 8780 catheter was implanted in the intrathecal space and attached to the same pump. A single bolus was administered while the pump was on the back table and it was confirmed the pump was functioning. The pump was connected to catheter and priming of "catheter only" was performed. The hcp programmed the patient at the end of the surgery. No items would be sent in for analysis since it was determined the catheter was the issue.